Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection."

Event description:
Patient representative reported patient experienced ¿infection.¿ patient representative additionally reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Device remained implanted for longer than indicated in labeling. This record is for an unknown side. Device was explanted.